Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient called the clinic after receiving a vibratory alert. A merlin.net transmission revealed end of life characteristics. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of rapid battery depletion was confirmed in the laboratory via review of the battery trending data. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the rapid battery depletion.